Event description:
On may 9, 2025, nakanishi received a phone call from a dealer about a malfunction of a nsk handpiece. The details nakanishi obtained are as follows. The event occurred on april 24, 2025. A dentist was performing a caries removal for #1 tooth of a patient's upper left jaw using the x25l handpiece (serial no. (B)(6). The patient was not under anesthesia. During the procedure, the bur was released from the handpiece and landed inside the patient's mouth. The bur was recovered, and the patient was not affected.

Manufacturer narrative:
The dentist refused to provide any further information about the event, including information about the patient. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4). These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject x25l device [abf80372]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted a visual inspection of the returned device and bur used during the reported event and observed that there were no abnormalities in the device, but the bur was discolored, abraded and cracked. C) nakanishi performed an operation check of the chuck of the handpiece and observed that both of the returned bur and a company-owned bur were able to be locked and were not able to be pulled out of the handpiece. D) nakanishi measured the size of the bur returned together with the handpiece and observed no problems with the size of the bur. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed that the cartridge and drive shaft were soiled and discolored, but not broken. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no.(B)(4). Conclusions reached based on the investigation and analysis results: a) although nakanishi could not replicate the reported event, nakanishi considers the possibility from many years of experience that the soiled and abraded bur temporarily could not be locked properly in the chuck of the handpiece, which caused the reported bur separation. B) nakanishi also considers that excessive load cutting, which caused by use of the bur with cracked blade, could have resulted in the bur loosening. C) misuse by the user led to the above issue, which contributed to the reported event. D) in order to prevent a recurrence of the bur separation, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) nakanishi will report the above evaluation results to the dentist and reminded the dentist of the importance of using the device as instructed in the operation manual.